Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Event description:
Caller indicated the relion micro meter was reading low. Got reading of 40 at 3:00 pm he then drank 3 cans of soda and got reading of 30 at 3:16 pm he then called an ambulance. The ambulance arrived within 10 minutes and got a reading of 237 with their meter. No further treatment was given. Controls not used. Replacing product.